Event description:
The sales rep has reported that art.nr. 6704-9-450 had problems cutting the cerclage. Hospital did take the item apart after surgery, an possible lost a small part at that time. The sales rep has reported that this was noticed when cleaning the device after surgery.

Manufacturer narrative:
An event regarding problems cutting the cerclage involving a dall miles cable cutter was reported. The device is not lot coded. Conclusion: the subject dall miles cutter the d-m cable cutter was returned and showed minimal signs of use almost as new condition. The shearing pin and body assembly was assembled backwards. The device is functionally acceptable. Functional testing was performed after the device was disassembled, cleaned and reassembled. After reassembly, the device successfully cut a 2.0 mm cable. The cutter was able to cut the cable as specified once the shearing pin and body assembly was properly inserted. The returned device was discovered during inspection at hospital; there was no surgical procedure associated with the reported event. This event meets the definition of preventive maintenance.

Event description:
The sales rep has reported that art.nr. 6704-9-450 had problems cutting the cerclage. Hospital did take the item apart after surgery, an possible lost a small part at that time. The sales rep has reported that this was noticed when cleaning the device after surgery.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.